Manufacturer narrative:
Photographic device evaluation: a review of the device through photos noted, deflation was unable to be observed.

Event description:
Healthcare professional reported, right side "rupture" of a saline device. The device has been explanted.

Event description:
Healthcare professional reported right side "rupture" of a saline device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.